Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor it was reported that the patient was in excruciating pain for a long time. Patient stated they suspected the pain was related to their device. The patient stated that their leg was ¿killing them¿ and their back was in pain. Patient stated they could hardly walk, was immobile and on crutches. Patient stated it¿s getting worse and worse. Patient stated they saw their primary care doctor who said it was their hip and sent them to see a specialist. The specialist then said it was their back, not their hip. The patient thinks the problem was with their implant. Patient stated they called and left a voicemail for their local rep, but they hadn't heard back. Patient stated they never learned how to use their device properly. Patient stated their concern was that they had an infection, was going to get sepsis, and die. Patient stated their device was on. Patient also stated their batteries for the programmer were dead. Patient stated they just replaced the batteries the other day. Patient stated they decreased their stimulation and was still in pa in. There were no further complications reported.